Event description:
The patient experienced itching and severe spasms. The pump motor was found to be stalled. A pump replacement was recommended. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional info becomes available.